Event description:
The customer reported a red x error. The status log shows ops check charge button failure. There was no report of pt involvement.

Manufacturer narrative:
The customer reported a red x error. The status log shows ops check charge button failure. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The processor pca was found to be defective. Replacing the processor pca resolved the reported issue. The device passed testing and was returned to the customer.